Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment for a thoracic aortic aneurysm in zone 3. The maximum aneurysm diameter was 55.7 mm. Proximal aorta was 37.7 mm in diameter. Distal aorta was 33.2 mm in diameter. Right iliac artery was 10.6 mm in diameter and the left iliac artery was 11.4 mm in diameter. The right femoral artery was 11.3 mm in diameter and the left femoral artery was 10.2 mm in diameter. The aorta has moderate tortuosity. It was reported that during a follow-up CT scan, the maximum diameter of the aneurysm had increased to 56 mm. A year later, during a routine follow-up CT scan, the maximum diameter of the aneurysm had increased to 58 mm. There was no evidence of a migration or an endoleak. No intervention has been planned. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm enlargement); (unknown cause of event). Conclusion: known inherent risk of a procedure (aneurysm enlargement); (unknown cause of event).